Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for between 25 and 36 hours. Symptoms reported include pain and swelling at the insertion site (arm). The patient visited the clinic and was diagnosed with an infection. As treatment, the patient was prescribed antibiotic ointment to apply locally onto the skin and oral antibiotics.